Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent, abdominal pain and vomiting. The breach in aseptic technique was not further described. The patient was hospitalized (for eleven days) on the same day as onset of cloudy effluent and began treatment with injection of vancomycin (1 gram, every 5th day, for 7 days) and injection of meropenem (1 gram, everyday for 7 days). One day after hospitalization, peritonitis was diagnosed. Two days after treatment was discontinued, the patient's catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient has been discharged and has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.